Manufacturer narrative:
Com (B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was unable to speak, with no other symptoms. His cgm was reading 400 mg/dl. Thinking his glucose level was high, his wife gave him 2 doses of insulin before calling an ambulance. His fingerstick bg in the ambulance was 38 mg/dl. He was taken to the emergency room (ER) at 7:20 pm, given a bag of glucose IV, and was discharged at 11:00 pm. At the time of the report he was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.